Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to non-physiological noise. This noise was oversensed by the device and resulted in capacitor charging with no shock delivery due to appropriate noise detection. The health care professional (hcp) was able to recreate the noise in secondary vector with minimal manoeuvres in clinic. The s-ICD system was reprogrammed to primary vector (device preferred vector) with no noise reproduced during manoeuvres (including, can and electrode manipulation). Additionally, the s-ICD is depleting normally and is function appropriately. This electrode was explanted and replaced due to suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to non-physiological noise. This noise was oversensed by the device and resulted in capacitor charging with no shock delivery due to appropriate noise detection. The health care professional (hcp) was able to recreate the noise in secondary vector with minimal manoeuvres in clinic. The s-ICD system was reprogrammed to primary vector (device preferred vector) with no noise reproduced during manoeuvres (including, can and electrode manipulation). Additionally, the s-ICD is depleting normally and is function appropriately. This electrode was explanted and replaced due to suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 24.5 to 26 mm from the terminal end resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to non-physiological noise. This noise was oversensed by the device and resulted in capacitor charging with no shock delivery due to appropriate noise detection. The health care professional (hcp) was able to recreate the noise in secondary vector with minimal manoeuvres in clinic. The s-ICD system was reprogrammed to primary vector (device preferred vector) with no noise reproduced during manoeuvres (including, can and electrode manipulation). Additionally, the s-ICD is depleting normally and is function appropriately. This electrode was explanted and replaced due to suspected fracture. No additional adverse patient effects were reported.